Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-23. They did not know the exact wording of the error message that was seen on the controller but it allowed them to turn the stimulation down and when they would try to increase it, it gave the error of it cannot deliver desired setting or something similar. This was corrected after reprogramming and they were allowed to turn the stimulation up and down. This was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they saw the patient for a routine reprogramming. Upon running impedance measures, it was found that additional electrodes were out of range. As previously reported, electrode 11 was still out of range as are electrodes 8, 9, 10, 11, 14 15. Even with these oor electrodes, the patient was reporting good distribution in areas of pain and getting good pain relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient's controller displayed an error message and they were unable to turn the stimulation up. The rep met with the patient and checked impedances. Contact 11 had a high impedance (>40,000 ohms). Reprogramming was performed that did not include contact 11, which provided the patient with good stimulation. The error message was no longer present after reprogramming. The issue was resolved. The patient denied having any falls. No symptoms were reported. No further complications were reported or anticipated.